Manufacturer narrative:
One level 1 hotline low flow systems - hl-390 was returned for analysis. The enclosure was cracked at drain fitting causing leak, both covers were cracked, and the line cord was worn, and pole clamp handle was damaged. The operator filled the water tank, attach temp check, and plugged in the line cord and turned on the device. The reported issue was confirmed. It was found that the cracked enclosure by drain fitting was the cause of the issue. The operator replaced the enclosure to correct the reported primary problem.

Event description:
Information was received indicating that the level 1 hotline low flow systems - hl-390 leaked. There were no adverse events reported.